Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation, and pain. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation and pain. The device was explanted. Right side.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: crease fold, calcification white in the surface of the shell and weight within specifications. No openings observed in the device. Gel was observed to be cloudy after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Physician reported thick periprosthetic shell, capsular contracture baker grade IV; intra capsular fluid leakage, folds, deformation and pain. The device was explanted. Right side.